Manufacturer narrative:
The exact date of the event is unknown. The provided event date 10jun2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the device was rejected by the patients body. The patient underwent an explant procedure. No further information could be obtained.